Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the black power cable of the system controller was hard to connect with the battery clip. Three battery clips were tried. The white power cable had no connecting problem. Both power cables looked the same. The system controller was not exchanged. If the patient had difficulty connecting the power cables after training, then the system controller would be exchanged. There was no visual damage to the power cable.

Event description:
It was additionally reported that it was found that the connection was hard with some battery clips but not hard with others. Four battery clips of the patient were confirmed to be hard to connect with the system controller, so the replacement of the four battery clips, and not the system controller, was recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion: system controller (serial#: (B)(6)) remains in use and will not be returned for an evaluation. However, the evaluation of the returned two sets of 14v battery clip (lot # 9021052) under this event confirmed the reported issue of difficulty connecting issue and is addressed under their respective investigations. The evaluation determined the difficulty connecting issue was related to the 14v battery clips, which required increased amount of force to fasten the test system controller¿s locking nut to the connector on each clip. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 3, powering the system, describes how to use both 14v battery and 14v battery clips. Heartmate 3 instructions for use rev a, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.